Event description:
The facility's biomedical engineering department reported a pca device with an electrical fault 33. The device was returned to the biomedical department from an unknown clinical setting. Information was not provided regarding whether or not the device was in patient use when the reported event occurred. No patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.